Event description:
It was reported that the device was showing force sensor test error and won't calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right and left plunger cases were cracked. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be normal wear. Pump is years 11 years old. The root cause of the reported issue was found to be the force sensor cable damage. Actions were taken to mitigate the reported issue: replaced force sensor and cases.